Manufacturer narrative:
Per condition number one of exemption e2006004, events meeting the definition of a serious injury are required to be reported. Therefore, because intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report.

Event description:
In this event, it was reported that a zekrya bur separated during an extraction procedure. The broken piece of the bur went deep into alveolar bone. The existence of the broken piece was confirmed by x-ray. The extraction was completed and the affected area was sutured.